Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed and found with one grip bent. The damage was found near the top of the clip groove, causing an offset at the tips. As a result, a clip cannot be properly loaded into the clip groove of the grip-tips. Components adjacent to this severely bent grip do not show damage.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the medium-large clip applier instrument was not releasing the clip after firing. No fragment fell into the patient. The user completed the procedure, and no known impact or patient consequence was reported.